Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm or flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unexpected shut downs. The customer's blood glucose level was unknown. The customer reported that the insulin pump also had insulin flow block alarms. They reported that the new battery cap could not resolve the issue. The insulin pump will be returned for analysis.